Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the video connector unit had a loose lock latch and there was no image on the scopes due to a faulty patient board set. Additional findings were as follows: recommended that the older software to be updated to the newer version. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, that the video system center exhibited no image on the scope due to a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that an image was not displayed due to faulty patient board. Olympus will continue to monitor field performance for this device.